Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending artery with moderate tortuosity and mild calcification. Pre-dilatation was performed and the 3.5 x 38 mm xience prime stent was implanted in the lesion; however, a dissection occurred which was treated with a 3.5 x 12 mm xience v stent. The patient was stable with no further complications. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal ii. Inflation: medtronic. Guide catheter: cordis. Sheath: cordis. In this case, there was no reported product deficiency. Dissection is a known adverse event as listed in the xience prime instructions for use (IFU) and states that implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent, and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.